Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent orif surgery for a clavicle fracture with a screw. After being discharged from the hospital on an unknown date, the pain occurred during farm work, and after checking the x-ray again at the hospital, it was found that the screw was broken. 12 weeks after surgery, an x-ray shows no problems. 24 weeks after surgery, proximal screw breakage was found. The surgeon made the following comments: I trusted the plate to bend too much, and it did not bend. The plate was not neutralizing and protective (should the plate length have been longer?). Not being a neutralizing and protective plate method, the number of screws may have been too many, which may have increased the stress on the fracture site. Broken fragments were retained. The schedule for reoperation is unknown. No further information is available. This report is for one (1) unk - screws: trauma. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.